Manufacturer narrative:
The issue was resolved for the customer by repairing the device.

Event description:
It was reported that a nurse slipped and fell injuring their back while using the stretcher. It was reported that the nurse received x-rays and pain medication due to the injury.

Event description:
It was reported that a nurse slipped and fell injuring their back while using the stretcher. It was reported that the nurse received x-rays and pain medication due to the injury.